Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the right coronary artery (rca) with 90% stenosis, moderate calcification, and mild tortuosity. The 2.75x12mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance and used for pre-dilatation, however, the balloon was inflated up to 13 atmospheres (atms) for 10 seconds in the first attempt and ruptured at 10 atms. The catheter was soaked in saline and was prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. A non-abbott device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.